Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that after an in office evaluation, out of range impedance measurements were noted. No adverse patient effects were reported. At this time, this product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).